Event description:
The co was notified through the co's distributor that they had received a complaint that three of the co's blood administration sets exhibited a leak in the drip chamber. One unit was being used to transfuse stem cells to a patient creating a potential impact. The product was returned and the leak was confirmed.